Event description:
It was reported that: after the newborn was observed and treated in the incubator for about 1 hour, the nurse on duty found that the infant incubator was down. The baby was moved to a spare device. The maintenance personnel noted that the fan was damaged, the fan was replaced to resolve the issue. Moving the baby to another device may have resulted in an interruption/delay in thermoregulation treatment.

Manufacturer narrative:
Additional information regarding the patient has been requested. A follow-up report will be submitted upon completion of this investigation. The device was evaluated and repaired by maintenance personnel.

Manufacturer narrative:
Additional information was provided, it was confirmed that there was no adverse patient impact and the incubator had alarmed with a controller failure 4 error message to alert the user of the condition. As previously reported, the controller fan was replaced to resolve the issue. Review of the service history of the device confirmed the controller fan had never been replaced. Based on the serial number, the device was manufactured july of 2012. As indicated in the instructions for use (IFU), as part of the recommended preventive maintenance interval, the controller fan is to be replaced every three years. Therefore, root cause was identified as a lack of maintenance. The complainant was provided this information. No further issues have been reported. H3 other text : the device was evaluated and repaired by maintenance personnel

Event description:
It was reported that: after the newborn was observed and treated in the incubator for about 1 hour, the nurse on duty found that the infant incubator was down. The baby was moved to a spare device. The maintenance personnel noted that the fan was damaged, the fan was replaced to resolve the issue. Though no adverse patient impact was reported, moving a baby to another device could result in an interruption/delay in thermoregulation treatment.